Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant. Upn: 101-9814. Model: 101-9814. Serial: n/a. Batch: 800289.

Event description:
It was reported that during the implant procedure the device broke, a second device was attempted to be implant and it also broke. It was indicated that the devices were connected to the inserter correctly. A third device was used to complete the device successfully. Additional information was received that only one device was damaged during the procedure and was returned for analysis. This is a duplicate report please see MFR report # 630150-2021-06007.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: 101-9814, model: 101-9814, serial: n/a, batch: 800289.

Event description:
It was reported that during the implant procedure the device broke, a second device was attempted to be implant and it also broke. It was indicated that the devices were connected to the inserter correctly. A third device was used to complete the device successfully.